Event description:
The table head piece elevation adjustment function would not secure the head piece elevation from movement. No pt involvement or injury.

Manufacturer narrative:
The device has been returned. The device will be evaluated. The eval findings will be reported via the form 3500a.